Manufacturer narrative:
The investigational analysis completed on (B)(6) 2019. The device was visually inspected and reddish material was observed under the pebax. No internal parts were observed. The magnetic sensor functionality was tested on carto and the catheter was properly visualized with no errors were observed. Then, the force sensor feature was tested and it was working properly. The force values were observed within specifications. Scanning electron microscope (sem) testing was performed on the pebax area. The results showed the polyurethane border of electrode 2 damaged and a hole on the pebax surface in the same area as the damaged polyurethane border. It is possible that the damage was generated with an unknown object. No other anomalies were observed. A manufacturing record evaluation was performed and no non-conformances related to the reported complaint were identified. The customer complaint cannot be confirmed. The root cause of the damage on pebax cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedure. It could be related to the handling of the device during the procedure. However, this cannot be conclusively determined, the root cause of the damage on the pu border could be related to the handling of the device.

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter, and a force issue occurred. Attempts were made to zero the catheter but it continued to show 15-25 even while not being moved. The cable was replaced without resolution. Catheter replacement resolved the issue. The case continued and finished successfully. No adverse patient consequences were reported. The force issue has been assessed as not reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. This event is being reported because the biosense webster inc. (Bwi) product analysis lab (pal) received the device for evaluation and on 2/22/2019 found the polyurethane border of electrode 2 damaged and a hole on the pebax surface in the same area as the damaged polyurethane border. The damaged electrode and hole in the pebax has been assessed as reportable. The awareness date has been reset to 2/22/2019.